Event description:
It was reported that noise was observed on the atrial lead of an asymptomatic patient. Review of electrocardiogram data suggested that the noise was due to an external source of electromagnetic interference. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.